Event description:
A cartridge change error was reported by the customer, resulting in the inability to successfully load cartridges onto the pump. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support assisted the customer in troubleshooting the issue by inspecting and cleaning the pump's components, but the error persisted. Consequently, a replacement pump was authorized. The customer was advised to use multiple daily injections as a backup therapy to ensure continued insulin delivery. Technical support provided instructions on how to return the problematic pump and confirmed the shipping details for the replacement.